Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the hospital stating they experienced left sided blurry vision with an associated right sided temporal headache. These symptoms persisted for two days and patient went to see their optometrist initially. The patient then presented to their local emergency department. Computerized tomography (CT) scan showed "focal hypodensity in the right occipital lobe concerning for recent infarct". "A wedge shaped hypodensity was also seen in the right anterior middle cerebral artery (mca) distribution involving the right frontal lobe and right frontal operculum which may represent an older evolving infarct given slight ex-vacuo dilation of the right frontal horn of the right lateral ventricle". It was noted that the patient has a history of a previous cerebrovascular accident (cva).the patient was hospitalized, neurology consulted, anticoagulation and antiplatelet therapy continued. The patient continues to have some mild intermittent blurry vision. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.